Event description:
It was reported that the blade was not connecting to the handle at intubation. No patient injury or consequence was reported. The condition of the patient is unknown.

Manufacturer narrative:
Qn#(B)(4). Upon investigation of the returned sample and additional information received by the customer, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on (B)(6)2019, was sent in error.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the blade was not connecting to the handle at intubation. No patient injury or consequence was reported. The condition of the patient is unknown.